Event description:
Pump was reported to have declared a cartridge change error. There was no reported impact to the customer's blood glucose level. Customer was instructed by technical support to inspect the cartridge o-ring, which was found to be undamaged. Although caller encountered difficulty removing the pump from its case, assistance was provided with a video guide; however, they opted to try loading a new cartridge instead of continuing troubleshooting. Caller's wife expressed frustration, and the caller ended the call without further action needed.